Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation from her medications. The patient reported that the device irritated her rash. The patient's doctor prescribed medication for the irritation. The patient's medical outcome is unknown.